Event description:
During a routine f/u, constant noise was observed on the egms with over 56 episodes of aborted fibrillation. Since the ICD did not appear to sense properly due to this noise, it was programmed to all functions off and replaced.

Manufacturer narrative:
H.3 evaluation summary. The reported event was confirmed. The device was unable to sense properly due to an ongoing noise revision. The noise reversion was caused by damage on the protect fet, q2. An analysis of the leads for this device was performed at the st jude sylmar site. The results of that analysis confirmed damage to the lead, but it could not be determined if the damage occurred prior to or during explant. The root cause of the damage q2 could not be conclusively determined.